Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012526064); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of severe aortic stenosis underwent a procedure involving the evolutfx-34. After the release of the valve, infolding was observed, which was attributed to the absence of predilatation. Post dilatation was performed in an attempt to improve the result, but during this process, the valve was unintentionally removed along with the balloon, resulting in the valve dislodging. A second valve implantation was required due to dislodgement of the first valve. No injury occurred, and there was no impact to the patient associated with this event. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that a 26 millimeter (mm) non-medtronic (numbed) balloon was used for post dilation. Additionally, a procedural delay occurred in result of the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: twenty-five images were provided. There was no computed tomography (CT) provided; however, an executive summary was provided for anatomical considerations. The patient appears to have bicuspid anatomy. A pre- dilation is recommended in anatomy that is bicuspid. It was reported that after release, an infolding was observed, which was attributed to the absence of pre-dilation. An infold is an inward fold or crease in the frame that appears as a dark line extending from the inflow. Under expanded tav frame is not fully expanded but remains in contact with anatomy. Under-expansion can occur circumferentially due to a small or constrained annulus. Under expansion can occur focally due to factors like large calcium nodules, septal bulge, or bicuspid anatomy. It cannot be confirmed or denied if the valve is infolded. Evidence in the image is consistent with under-expansion of the tav frame. Our targeted implant depth is 3mm. Evidence shows the valve above the pigtail (-2mm) at full release. It was reported a post-dilatation was performed to improve the result of under expansion, but during this process, the valve was unintentionally removed along with the balloon. As stated in the instructions for use (IFU); = 1 mm depth may contribute to an increased risk of prosthetic valve dislodgment during valve release, dcs retrieval, or post-implant dilatation. Per medtronic instructions for use (IFU), potential risks associated with the implantation of the valve may include, but are not limited to, the following: protistic valve migration/embolism. A second valve implantation was required due to dislodgement of the first valve. No injury occurred, and there was no impact to the patient associated with this event. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.